Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace64) was broken when taken out of the hoop retainer. The damage to the ace64 was found prior to use. Therefore, it was not used in the procedure. The procedure was completed using a new ace64. There was no report of an adverse effect to the patient.